Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer was able to prime the air out and resume insulin delivery. There was no impact to the customer's blood glucose level.